Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the air bubble sensor did not function as expected. An alternate device was employed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.